Event description:
It was reported the surgeon was performing a tonsilectomy. The doctor started receiving solid tones with the handpiece. The case was completed with another device, with no patient consequence.